Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician had difficulty capturing the 18mm stone in the common bile duct (cbd). Reportedly, the stone was lodged very tightly within the cbd and was not able to be captured properly. After withdrawing and advancing the basket a couple of times, the tip of the sheath/catheter tore. Subsequently, the device became difficult to pass through the scope. The procedure was completed with another trapezoid rx lithotripter compatible basket device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician had difficulty capturing the 18mm stone in the common bile duct (cbd). Reportedly, the stone was lodged very tightly within the cbd and was not able to be captured properly. After withdrawing and advancing the basket a couple of times, the tip of the sheath/catheter tore. Subsequently, the device became difficult to pass through the scope. The procedure was completed with another trapezoid rx lithotripter compatible basket device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back and the sheath was found to be torn outward at the distal end. Functionally, the basket could be extended and retracted without issue. Basket wires were found to be properly formed and evenly spaced. Additionally, a second functional evaluation of the device was performed by passing a .035" guidewire through the guidewire lumen (side-car) without success due to dried contrast inside it. The condition of the returned incident device was consistent with the complaint that the guidewire lumen (side-car) was torn. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors causing the observed damages. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).